Manufacturer narrative:
Upon review of the originally reported complaint, an incorrect serial number was provided by the study team. We have since been able to identify the correct case and serial number that pertains to this patient support, thus, this information has been reflected in sections a and d of this report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant had a pump support ongoing for a protect IV patient who had an access site bleed. The hematoma was termed to have a definite relationship. The hematoma had developed when during ECMO removal the pump shifted to the aorta and the impella also was replaced. The bleed prompted the team to infuse one unit of red blood cells to the patient. Additionally another adverse event of acute heart failure was attributed to the impella per the primary investigator (pi). The pi states upon the certificate of death, the heart failure was due to the cad and diabetes type ii.